Event description:
According to the distributor report, a pt was in contact with silicone and sustained an injury to the hand. The injury was cleaned with water prior to using the adhesive. The adhesive was applied to the injury on the hand in three layers. Immediately after application, a rash and blistering was noted on the hand. The pt has recovered. No additional adverse events were noted.